Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons: - the final outcome of this surgery was successful as intended, with all intended screw placements correct at the end of the surgery. - there were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 3-4 hours. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screw placements - by ca. 2.5cm to the cranial direction of right l4 and ca. 5mm lateral on left l4- was a movement of the navigation reference array during surgery after registration was performed due to a non-rigid fixation and/or inadvertently applied forces. The schanz screws inserted in the patient's bone, to which the reference array was attached via the 2-pin fixator, was not optimally placed in the bone for a secure and rigid fixation of the patient reference system for the procedure. The reference array may not have been assembled with all joints and screws securely tightened and the reference array was positioned such that it rested on or made contact with the patient, which can increase the likelihood of reference array movement (e.g. Transferred forces to array from skin/soft tissue movement). Movement of the reference array relative to the bone structure it is fixed to can lead to an inaccurate display of tracked instruments on the registered data set in the navigation software compared to their actual positions on the patient anatomy that cannot be compensated for by the navigation software. Further contributing factors that may have contributed to the deviated screw placements include: - possible navigation references visibility issues due to one or more of the following reasons: potentially suboptimal camera positioning that didn't allow a proper view of the entire operating area, not facing the instrument's array and reflective marker spheres directly at the camera at all times during its navigation, and/or the use of an instrument array that is too small for the screwdriver being navigated. - relative movements of the vertebrae operated on (l4 - l5) in relation to the reference array fixated at the sacrum. Operating on a different vertebra than the one the reference array is fixed to or operating across multiple vertebrae without remounting the reference array and reregistering, especially over an unstable spine - such as the spondylolisthesis at l4/l5 - can result in movements of the vertebrae that cannot be recognized or compensated by the navigation software and result in deviations of the navigation display of the pre-surgery image scan in comparison to the actual current (changed) patient anatomy. - the use of k-wires (1.5 mm) with a diameter smaller than that of the pedicle access needle (1.8 mm) and the drill guide and drill bit (both 3.2 mm) that were used to create paths in the bone, respectively, for k-wire placements. Thus the non-navigated k-wire placements for screw guidance could have deviated from the prepared paths in the bone. Apparently the resulting deviation in the navigation display was not recognized by the user with the necessary and appropriate accuracy verification after registration and throughout the procedure prior to and during preparation and placement of the screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion of vertebrae l4-l5 for lumbar spondylolisthesis and pseudoarthrosis, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeons: - with the navigation reference array attached to the sacrum with 2 schanz pins and 2-pin fixator, acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. - verified the registration accuracy, and prepared the left l4 pedicle (pilot hole) with the navigated pedicle access needle and hammering, placed the corresponding k-wire in the prepared pedicle hole, calibrated a non-brainlab screwdriver to navigation and placed the left l4 pedicle screw following the k-wire. - prepared the right l4 pedicle (pilot hole) with the aid of the navigated drill guide 3.2mm. While drilling through the drill guide, the surgeon noticed a deviation in the navigation display, i.e. When the surgeon felt being on bone the navigation was showing the instrument not on bone. - placed the corresponding k-wire in the prepared pedicle hole and the screw in right l4 with the navigated non-brainlab screwdriver. - acquired an c-arm (x-ray) scan to verify placements, determined that while the left l4 screw appeared acceptably placed, the right l4 pedicle screw deviated from its intended position by ca. 2.5cm to the cranial direction, and removed the screw. - acquired an intraoperative CT scan to assess the left l4 placement, and determined that the left l4 screw deviated by ca. 5mm lateral, decided to revise this screw also and removed it. - continued the surgery without navigation under fluoroscopic guidance for the 2 revised screw placements of l4, and for the remaining 2 l5 screws. - verified with a final intra-operative CT scan that all screw placements were now correct as intended, completed the surgery successfully and closed the patient. According to the surgeons: - the deviation of the 2 l4 pedicle screw placements was detected by the surgeon before continuing the surgery, and the deviating pedicle screws were successfully corrected at the very same surgery. - the final outcome of this surgery was successful as intended, with all intended screw placements correct at the end of the surgery. - there were no negative effects to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 3-4 hours. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.